Manufacturer narrative:
The following information is in the coolsculpting user manual: paradoxical hyperplasia is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required.

Event description:
Allergan aesthetics received a report of a patient who was treated with coolsculpting to the lower abdomen using two cycles of the cooladvantage plus applicator and two cycles of cooladvantage curve to the flanks. Two months post treatment, the patient returned for a follow up assessment and the treated areas were soft to palpation and it was noticeable the reduction of the bulges. Approximately four months post treatment, the patient noticed the treated fat areas were growing back. At six months post treatment, the patient returned for an assessment of the treated areas and induration of the treated tissues were noted. The provider has diagnosed the patient with paradoxical hyperplasia of the treated areas.

Manufacturer narrative:
Corrected data: a4, b3, b5 (treatment date), d1, d8, d9, g1, g4, h6, h11. Paradoxical adipose hyperplasia (ph) is a known potential adverse event addressed in the product labeling. According to the coolsculpting user manual, under rare adverse events, ph is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Ph is not related to any coolsculpting device failure mode but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction. A supplemental report will be submitted if and when additional information is obtained.

Event description:
Allergan aesthetics received a report of a patient who received coolsculpting treatment to the low abdomen and flanks on (B)(6) 2021 using the cooladvantage and cooladvantage+ applicators with coolcurve+ contour and presented with paradoxical hyperplasia (ph).